Event description:
Additional information received indicated that the atrial fibrillation was a direct result from the paravalvular leak (pvl). Treatment and hospitalization were not required to date as result of this event and the reported paravalvular leak (pvl) and migration.

Manufacturer narrative:
Imaging review: pre-implant computed tomography (CT) imaging was provided from may 5, 2025. The aortic valve was tricuspid with calcification observed on the right cusp. The annulus perimeter measured 76.8 millimeters (mm) with a perimeter derived diameter of 24.5 mm which suggested a 29 mm evolut. A 29 mm was reportedly used. The mean sinuses of valsalva (sov) diameters were within the recommended mean diameter of = 29 mm for a 29 mm evolut. The sinus and coronary heights were within the recommended range as well. The aortic root angulation was 71°, per instructions for use (IFU) , transfemoral and subclavian access was not recommended with an aortic root angulation >70°. Intraprocedural fluoroscopic images of the index procedure were also provided and reviewed. The fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. Evidence suggested at least seven deployment attempts and six recaptures due to suboptimal depth. As stated in the IFU: the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. An image of the valve depth during the seventh and final deployment attempt appeared to be approximately 3mm on the non-coronary cusp and 7-8 mm on the left coronary cusp in the lao view. An angiogram performed immediately post implant, and prior to removal of the delivery catheter system, revealed possible mild to moderate aortic regurgitation/paravalvular leak. There was no evidence that any intervention was performed post implant. Transthoracic echocardiogram (tte) images provided from june 13, 2025 were reviewed which had suboptimal image quality. There was the inability to visualize the prosthetic leaflets. The evolut implant depth appeared deep. Hyperechoic structure were seen outside the anterior part of transcatheter valve frame. This was possible calcification from native right coronary cusp (rcc). Calcification of the anterior mitral valve leaflet with restricted mobility was noted. Central aortic regurgitation appeared moderate. Unspecified pvl was also noted. Tte images provided from june 14, 2025 noted the pvl appeared to be mild to moderate. The central aortic regurgitation appeared moderate, however, the pressure half time was consistent with mild aortic regurgitation. Pulmonic insufficiency appeared moderate. Mild tricuspid regurgitation also noted. The ejection fraction (ef) was approximately 65%. Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 d6b h6 the device was returned for analysis. However, the analysis had not yet been completed. A follow-up report will be submitted upon the completion of the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that approximately eight months after the valve was implanted, the patient was hospitalized for surgical aortic valve replacement. The transcatheter aortic valve was explanted and a non-medtronic surgical valve was implanted. Simultaneously, medication was administered, a maze procedure was performed and left atrial appendage clip was placed due to patient's history of atrial fibrillation. The event was reported as resolved. Eleven days after admission, the patient was discharged from the hospital.

Event description:
Additional information was received that during the valve explant procedure, 2 units of packed red blood cells were given perioperatively, and 2 units were given post-operatively for acute blood loss anemia.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a planned surgical revision of the transcatheter valve to replace the transcatheter valve was to be performed due to the severe paravalvular leak (pvl) and the hemodynamic instability. Heart failure occurred as result of this event. Hospitalization readmission was required. The revision was planned, but had not yet been performed at the time of this report.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: d. Manufacturer name and address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, a pre-implant balloon dilation was performed. Following the procedure, a transesophageal echocardiogram was performed and per physician assessment, trace paravalvular leak was observed. On the first post-operative day, a transthoracic echocardiogram was performed and showed moderate aortic insufficiency. No treatment was required. Additional information was reported that a transesophageal echocardiogram (tee) was performed 76 days after the implant of the valve to check paravalvular leak (pvl). The tee showed that the valve was lower, with a higher portion of the valve noted in the left ven tricular outflow tract (lvot) than expected. This event was reported as an aortic valve migration. No treatment was provided and the event was reported as not resolved. Additional information was received to report the valve was implanted within the "target zone" and it remains unclear whether the bi oprosthetic valve migrated. A conservative report of migration was submitted. It was noted; however, if a migration did occur, it was within the first post-operative 24-hours. There were no obvious factors that might have led to a migration. The pvl was graded as moderate.

Event description:
Additional information received indicated that with a regular follow-up approximately 4.5 months following the valve implant the baseline atrial fibrillation had worsened. In addition, new york heart association (nyha) functional class iii symptoms of chest pain and syncope presented. A transthoracic echocardiogram (tte) identified moderate-severe paravalvular leak (pvl).

Manufacturer narrative:
Updated data: b1, b2, b5, h1, h6 h1: additional information supports updating from malfunction report to serious injury report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 - annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that a transesophageal echocardiogram (tee) was performed 76 days after the implant of the valve to check paravalvular leak (pvl). The tee showed that the valve was lower, with a higher portion of the valve noted in the left ven tricular outflow tract (lvot) than expected. This event was reported as an aortic valve migration. No treatment was provided and the event was reported as not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, a pre-implant balloon dilation was performed. Following the procedure, a transesophageal echocardiogram was performed and per physician assessment, trace paravalvular leak was observed. On the first post-operative day, a transthoracic echocardiogram was performed and showed moderate aortic insufficiency. No treatment was required.